Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was not using his left implant since 2014 due to discomfort of affected channels. Re-implantation is scheduled for (B)(6) 2023.

Event description:
The recipient was not using his left implant since 2014 due to discomfort on affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the received information from the field in situ measurements indicated a device malfunction. From the device investigation the reason for the reported issues could not be concluded. No device malfunction could be observed from the received parts. Hence, the root cause for the reported issues remains unknown. Furthermore, it is reported that the recipient experienced extra-cochlear stimulation due to undetermined reasons. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.